Event description:
It was reported while using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate three (3) tubes underfilled. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive returned samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. In addition, 10 retention samples were draw tested, and all tubes were within specifications with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported while using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate three (3) tubes underfilled. No health impact or consequence reported.